Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a prime rewind anomaly. The customer's blood glucose was 150mg/dl at the time of incident. It was reported that insulin squirt or dropped out during load reservoir. Customer can exit load reservoir process. The customer's blood glucose was 400mg/dl at night. The customer had nausea and vomiting. The customer treated it with syringe. Drive support cap appears to be normal. Customer does not agrees that the insulin pump is operating as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump primed properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.